Event description:
It was reported that the patient's blood glucose level rose to above 425 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (abdomen) the patient reported that the pod began to leak insulin. As treatment, a new pod was applied. Investigation of the pod found that the cannula was bent.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.